Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "pain" and "capsular contracture - baker grade unknown" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, deflation, capsular contracture - baker grade unknown.

Event description:
Healthcare professional reported left side "deflation", "pain" and "capsular contracture, baker grade unknown". Device has been explanted and replaced.

Event description:
Healthcare professional reported left side "deflation", "pain" and "capsular contracture, baker grade unknown". Healthcare provider later reported "creases." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening device in the anterior side assessed as surgical damage. Capsular contracture: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. Crease folding of implant: observed creases on the device. Additional observations: observed creases on the device. Observed wear abrasion on the device. Yellow biological tissue observed outer device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported left side "deflation", "pain" and "capsular contracture, baker grade unknown". Healthcare provider later reported "creases." Device has been explanted and replaced.